Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, in a specimen cup. Visual inspection found the lens with the optic torn and black residue that looks like mold on the lens surface. (B)(4). Work order search: no similar claims were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a micl13.2, -8.0 diopter, implantable collamer lens and explanted it due to incorrect sizing. The reporter stated the icl vault is creating the patient to go into angle closure and indicated the patient had excessive vault. The surgeon performed surgical pi's for each eye which did not remedy the situation. The white to white was remeasured and a secondary surgery was performed on (B)(6) 2017 to exchange the lens for a smaller one.